Event description:
It was reported that the shock impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased from 90 ohms to 75 ohms during implant procedure after pocket closure. Induction testing did not convert the patient at 65 ohms. External rescue was required. It was noted that this patient had several conditions, so this device was implanted for primary prevention. It was noted that further testing will be performed in the future. No adverse patient effects were reported. Currently, this s-ICD remains in service. This supplemental report is being filed as additional information was received a pocket revision was performed in which the subcutaneous implantable cardioverter defibrillator (s-ICD) was moved more posterior. Defibrillation threshold (dft) testing was performed however, it was not able to be successfully converted. Subsequently, the device was explanted and a transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the shock impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased from 90 ohms to 75 ohms during implant procedure after pocket closure. Induction testing did not convert the patient at 65 ohms. External rescue was required. It was noted that this patient had several conditions, so this device was implanted for primary prevention. It was noted that further testing will be performed in the future. No adverse patient effects were reported. Currently, this s-ICD remains in service. This supplemental report is being filed as additional information was received a pocket revision was performed in which the subcutaneous implantable cardioverter defibrillator (s-ICD) was moved more posterior. Defibrillation threshold (dft) testing was performed however, it was not able to be successfully converted. Subsequently, the device was explanted and a transvenous system was implanted. No additional adverse patient effects were reported.